Manufacturer narrative:
(B)(4).

Event description:
It was reported during a surgical procedure to replace the patient's ipg (reference MFR. Report#: 1627487-2016-04970), it was discovered the patient's lead was fractured. Subsequently, the lead was explanted and replaced with a different model.